Manufacturer narrative:
The manufacturer has been notified to the reported complaint. Based on our observations, we come to the conclusion that the cause for this incident is improper handling respectively overstressing the instrument. Since the pin could not be found, the biocompatibility of the material was requested, in the case that the pin is still inside the pt. The material used for the hinge pin is stainless steel for medical instruments. It is an austenitic, stainless steel with the material number and with the designation. We wish to point out that, as long as there is the possibility that the hinge pin is still inside the pt, the pt should at least be informed regarding this fact and any possible future risks (for example on a future examination by means of a MRI) in relation to this. Since our production documents indicate compliance with all specifications and since the trend analysis relfects no problem with this pattern, we feel that no corrective action has to be taken on our part. However, the customer should be advised as to the improper usage. This incident is classified as being security relevant as per the guideline of the european union, since the working part fell inside the operation field. The incident is not subject to be reported to the european authorities, since no severe worsening of the pt's state of health occurred.